Manufacturer narrative:
The end user ordered a bulkhead chassis to resolve the issue and will install it. No ge repair. H3 other text: the end user ordered a bulkhead chassis to resolve the issue and will install it. No ge repair.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a broken bulkhead chassis that could result in a large leak and loss of ventilation. There was no patient involvement.